Event description:
It was reported that the customer was hospitalized due to high blood glucose. The mother stated that the insulin pump was lost while the paramedics took him to the hospital, and his blood glucose was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.